Event description:
Flo-gard pump was delivered to pt's home for antibiotic infusion. Daughter of pt had just plugged pump and power strip into household outlet. Daughter was moving the IV pole and received an electrical shock. She became stuck to the pole until the pole was thrown to the floor and daughter was disconnected from pole. Daughter did not lose consciousness but was admitted to the hospital for observation where she remained until the next day. Visiting nurse was present at the time of the incident. An electrician was contacted by the family. Electrician found an old wire to be torn and open. This was suspected to be the cause of the electrical accident. Flo-gard was examined by biomed dept. No malfunctions were found.